Event description:
It was reported that the customer was hospitalized about 2 months prior; the incident was already reported to the FDA. The customer's mother stated that the insulin pump now read "you have diabetes, call 911." The blood glucose reading was 83 mg/dl at the time of the alarm. Advised that the alarm was a threshold suspend alarm. The caller stated that it was a different beep volume than normal. The blood glucose reading rose to 108 mg/dl. Assisted the customer with checking alert type volume. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.